Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00421 on dec 02, 2022. Additional information feb 09, 2023: an outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result using lot 074 on one male patient serum sample. The sample was repeated on the same atellica im analyzer, and the results were elevated. The sample was tested on an alternate method and the result was lower. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible. Atellica im initial result 205 ng/l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate (196, 202 ng/l). This indicates a sample/patient specific incident. No sample was available to be sent to siemens for further investigation. The atellica im tnih method is a high-sensitivity troponin I method vs the alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method troponin will have similar results. The elevated ctni values in patients without ami section of the atellica im tnih instructions for use (IFU) states: "there are conditions other than ami that are known to cause myocardial injury and elevated ctni values.". The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings.". No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2022-00422 supplemental 1 report was filed for the same updates.

Manufacturer narrative:
An outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The sample was repeated on the same atellica im analyzer, and the results were elevated. The sample was tested on an alternate method and the result was lower. Quality controls (qc) were within the range for tnih. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating. MDR 1219913-2022-00422 were filed for different dates of the event.

Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The sample was repeated on the same atellica im analyzer, and the results were elevated. The sample was tested on an alternate method and the result was lower. The initial result was reported to physician(s), who questioned the result. There are no reports that treatment was altered or prescribed or adverse consequences due to the discordant elevated atellica im tnih results.